Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated, the paramedics were called to his home to treat for low blood glucose. No blood glucose reading was reported. The customer stated that the insulin pump gave him ten units of insulin without him knowing. Troubleshooting was performed and the insulin pump was programmed correctly.